Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 71 mg/dl at the time of incident. The customer stated that there was fluid in the reservoir compartment. The customer stated that the reservoir leaked. The insulin pump was not returned for analysis.